Manufacturer narrative:
(B)(4).

Event description:
It was reported during a left knee arthroscopy that the incisor plus blades was shedding in the joint. The site was flushed in an attempt to remove the shedding particulate; however, not all of the shedding was able to be removed as some was caught in the surrounding soft tissue. The procedure was completed with a backup blade on hand. The issue created a 15-20 minute delay in the case. The device was reportedly discarded post-operative, therefore nothing will be returning to the manufacturer for evaluation.